Event description:
It was reported that water leaked out of the battery case during set-up for a procedure. Upon examination at the account, it was determined that the irrigation tubing that attaches to the battery case was snapped off at the hub. There was no pt involvement and no adverse consequences. A back-up device was used and the case was completed without surgical delay.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.